Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited several issues: the coupler was rattling, the electrical contact was corroded, the scope mount was probably loose, and the optical tube could not be fixed. There were no reports of patient involvement.